Manufacturer narrative:
From the images we conclude that the battery has exploded/caught fire caused by the shock from falling 2-3 feet.

Event description:
The aview 2 advance display unit was dropped from approximately 2-3 ft. And landed on the screen. The device started smoking upon impact and flames was seen. A patient in the vicinity was evacuated, a blanket was thrown over the device and a fire extinguisher was then used. Patient outcome was not affected.